Manufacturer narrative:
It was reported that a patient underwent a procedure with a reprocessed saw blade sagittal system 6, and the saw broke while being used on the patient. A picture was received, however the device in the photograph could not be confirmed as a sterilmed product and no conclusion for the reported observation could not be determined. The device was returned on (B)(6), 2019 in its original packaging, broken in twain. The device was reprocessed once. It was broken apart in the cutting area. It's a jagged break. The shaft is noted to be bent. It appears that some unspecified, but excessive force was applied to this instrument, bending the material, and, ultimately, causing the device to structurally fail and split apart. As the device was removed from its packaging, it is indicative that the device was likely whole when removed from its package. There was no damage or unusual protrusions in the packaging material that could explain breakage while still sealed. The device was returned with biological contaminants on its surface, but as there was no further information provided as to the circumstances of the event, no conclusion could be made as to the possible causes or when such damage occurred. Per failure mode and effects analysis, possible causes of the hazard "fragments of the device break into patient", are device malfunction, metal to metal contact, and physician misuse. The device history record was reviewed, and the records show that the device passed all visual & functional testing prior to being shipped to the account. A manufacturing record evaluation was conducted and there are no identified nonconformances related to the lot#. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a reprocessed saw blade sagittal system 6, and the saw broke while being used on the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.